Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 6 of treatment. The patient could not locate a leak so the system was rebooted and treatment was resumed, but the air detected in the cassette alarm continued to alert. The patient cancelled treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. Patient was unable to identify where the leak originated. There was fluid inside the pump module area as well as on the exterior of the pump module cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up with the fresenius clinic, a staff member was able to provide patient details, but reported that the patient had not called the clinic yet. Upon follow up with the patient, the event information was verified. The patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The patient did not observe any kind of damage to the cycler set. The cycler is available for return to the manufacturer for evaluation.

Manufacturer narrative:
H.3. Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed.  During the disinfection of the actual sample a leak was found on the cassette film. During the visual inspection with a microscope, a tear was observed in the cassette film.  A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed based on the sample evaluation, however a cause could not be established. The returned sample was scrapped after evaluation.

Manufacturer narrative:
Additional information in d.9., h.2. And h.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified and no information was found showing that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 6 of treatment. The patient could not locate a leak so the system was rebooted and treatment was resumed, but the air detected in the cassette alarm continued to alert. The patient cancelled treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. Patient was unable to identify where the leak originated. There was fluid inside the pump module area as well as on the exterior of the pump module cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up with the fresenius clinic, a staff member was able to provide patient details, but reported that the patient had not called the clinic yet. Upon follow up with the patient, the event information was verified. The patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The patient did not observe any kind of damage to the cycler set. The cycler is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 6 of treatment. The patient could not locate a leak so the system was rebooted and treatment was resumed, but the air detected in the cassette alarm continued to alert. The patient cancelled treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. Patient was unable to identify where the leak originated. There was fluid inside the pump module area as well as on the exterior of the pump module cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up with the fresenius clinic, a staff member was able to provide patient details, but reported that the patient had not called the clinic yet. Upon follow up with the patient, the event information was verified. The patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The patient did not observe any kind of damage to the cycler set. The cycler is available for return to the manufacturer for evaluation.